Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer stated that she put insulin in the reservoir and was unable to prime. The customer stated that the plunger does not move and customer was not able to push insulin out. The product was not returned for analysis.